Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on december 21, 2020. Upon visual evaluation of the image provided in the complaint, the device was observed to be ruptured. Additionally, scar tissue was noted in the picture. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. If the complaint device is received in the future, then an analysis of the physical device will be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 320cc mentor memorygel breast implant experienced left sided rupture and bilateral capsular contracture (baker grade unknown) post procedure post procedure. The patient had a suspicious mammogram and rupture was diagnosed later through magnetic resonance imaging. As a result, an explant and replacement with allergan implants was performed on (B)(6) 2020. The left sided rupture was reported initially under 1645337-2020-14933 on (B)(6) 2020. On december 8, 2020 mentor received additional information and initial awareness of the bilateral capsular contractures. This report relates to the right prosthesis.